Manufacturer narrative:
Device evaluated by manufacturer. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, vessel spasm, chest pain and cardiac arrest occurred. The patient presented with unstable angina. Access was obtained via the right femoral artery. The lesion was located in a critically stenosed proximal left anterior descending artery (lad). The lesion was imaged using ivus and the physician elected to treat the lesion. A 2.75x38mm taxus liberte stent was advanced to the lesion. While the stent was on the guide wire, but not yet to the lesion, a vessel spasm occurred. Acute closure was seen of both the lad and left circumflex arteries. The patient then reported chest pain, became unresponsive and went into cardiac arrest. 3mcg adenosine and 100mcg nitroglycerin were given ic and the dopamine dose was increased. CPR was started and the patient was intubated. The patient maintained a pulse and epinephrine and atropine were given and the patient was bagged to assist with respirations. At this point the patient became restless and was not responding to commands. The patient was anesthetized and placed on a ventilator. After consultation, the patient was transferred to another hospital where a coronary artery bypass graft was performed. No further patient complications occurred. Patient status is listed as stable.